Event description:
It was reported that patient experienced high blood glucose on (b)(6) 2026 due to infusion set fell off during use for adhesive issue and treated with Multiple Daily Injection (MDI).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.